Event description:
The hospital reported that the t.w. Power supply has been working inconsistently for several days. It now will work only intermittently. The area where the adaptor plugs into the bottom of the device seems to have a short in it as the plug must be "wiggled" in order to achieve a solid green light and to work properly. The device is returning. No specific patient was identified during this process. The device was seen to have problems before cases were assigned so another device was brought in and used instead.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).